Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by getinge field service engineer that during routine check the cs300 intra aortic balloon pump (iabp) display was not coming. There is no patient involvement. No harm or injury was reported.